Event description:
An implanted helical blade penetrated the femoral head. Patient was returned to the or. Surgeon unlocked the nail, removed the blade, filled the void with norian, placed a shorter blade and re-locked the nail.

Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned for investigation. Manufacturing records could not be reviewed without a lot number.